Event description:
Related to manufacturer report number: 2017865-2018-12990. During follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. During the lv lead revision and device change procedure due to normal eri, the issue was resolved by explanting and replacing the device. The lv lead was tested and exhibited good electrical measurements. The physician elected to not replace the lv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
Additional information: interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, and the patient notifier were tested. The tests revealed no anomalies. The reported event of increased pacing impedance could not be confirmed. The cause of the field event remains undetermined.